Event description:
Catheterization in 2001. Hard bump noted at sheath entry site by home health nurse. Afebrile without drainage. Four days later reported purulent drainage. Seen almost a month later with redness and track noted.